Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one year after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. The implant surface was not completely covered with bone. The patient presented bone type IV. The device will be forwarded to the manufacturer for investigation. Patient reported inflammation, abscess and dehiscence at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that one year after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. The implant surface was not completely covered with bone. The patient presented bone type IV. Patient reported inflammation, abscess and dehiscence at time of event.